Event description:
It was reported that the customer was receiving the no delivery alarm for two days. The customer stated that the insulin pump stopped when delivering a bolus. The customer changed the infusion set. The customer's blood glucose was 57 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by an infusion set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.